Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Use against resistance; use after damage; no pre-dilatation. Evaluation summary: analysis of the returned product noted blood on the distal shaft consistent with handling. The stent implant was stationary on the tightly folded balloon between the markers. The first three rows of the proximal end of the stent implant were mangled. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The tip length and distal and middle stent outer diameters were measured and met manufacturing criteria. The proximal stent outer diameters could not be measured due to the damage noted. It was reported the lesion was not pre-dilated, which may have contributed to the reported difficulties. It should be noted the xience v instructions for use (IFU) states: pre-dilate the lesion with a ptca catheter. The hypotube was separated 30.5 cm distal to the strain relief tubing, confirming the reported separation. The fracture faces were oval shape as if kinked prior to separation. The hypotube jacket was separated at the same location. The jacket material at the hypotube separation was stretched and jagged. There were multiple other kinks noted in the hypotube. This type of failure is often attributed to ductile overload at a bend. Kinks or bends in the shaft can lead to weakening of the catheter material such that subsequent application of force or further handling can cause a separation. To help ensure this type of damage is not the result of a manufacturing deficiency, all products are 100% visually inspected for kinks. In this case, the patient anatomy was moderately tortuous and calcified which likely contributed to the reported difficulties. It is likely that as resistance was encountered; force was applied, resulting in the shaft kinking. Further manipulation would have contributed to the shaft ultimately separating. It should be noted the IFU states: do not use if any defects are noted. The IFU additionally warns that should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Product performance engineering will monitor the incident circumstances. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. All stent delivery systems are 100% visually inspected for kinks during the manufacturing process. Additionally, a sampling of units is destructively tested to verify lumen integrity.

Event description:
It was reported that no pre-dilatation was performed prior to the attempt to cross with the 2.75 x 18 mm xience v stent delivery system. During the attempt to cross strong resistance was felt, which resulted in the proximal shaft of the device becoming kinked. A second attempt was made using the same device, again strong resistance was felt during advancement and the device failed to cross, which resulted in the proximal shaft separating. After removal of the device the stent implant was found to have flared struts on the proximal end of the stent. The decision was made to end the procedure. No adverse patient effects were reported. No additional information was provided.